Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the pre-discharge check, it was apparent the associated right ventricular (rv) lead dislodged. The rv lead was undersensing and would not capture at maximum output. No asystole was reported. Reprogramming was performed, which resolved the undersensing. Revision was scheduled for a later date. Additional information was received that this pacemaker moved in the pocket, which caused the associated rv lead and right atrial (ra) lead to dislodge. There was a reduction in slack on the ra lead. As a result, this pacemaker and associated ra and rv leads were repositioned. This pacemaker remains in service. No additional adverse patient effects were reported.